Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported heart block could not be conclusively determined. Per the IFU, heart block is a known risk during the use of this device.

Event description:
During a premature ventricular contraction ablation procedure, the patient developed a heart block while mapping near the his. A pacemaker was placed and the patient was in stable condition. There were no alleged performance issues with any abbott device.